Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, no specific level was provided. Customer administered insulin injections to treat bg levels. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Customer requested to try new infusion sets and will work with their tandem clinical diabetes sales specialist to find a new infusion set.